Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they did not know they could not get an MRI prior to the device installation. It was reported that they still have the same intermittent problems with fecal incontinence. No further information reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor, it was reported that that the interstim never worked for the patient and they would like it removed. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, almost immediately, the patient went back for an adjustment but it still didn't work. The cause of the device not working was not determined and they were having the same problem with incontinence. They stated the stimulation was supposed to stop incontinence, but they were having intermittent symptoms and wasn't feeling stimulation.